Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter in the port kit was a different length than kit stated. The device was placed in a patient. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number (B)(4) was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. It manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the complaint of a catheter in the port kit which was a different length than the kit stated cannot be confirmed with the information available. One photograph of x-port isp labeling, specifically of part of the top tray lid, including the label. Visual evaluation of the photographs was conducted. Visual observation found the lot number and product number on the lid label were recn2598 and 7707540, respectively. The catheter listed on the list of contents was a groshong radiopaque silicone single-lumen catheter, distally-valved, with preloaded stylet, 8 f ¿ 45 cm effective length, with a quantity of 1. The drawing for the catheter was consulted and found to have a different specified actual length (~50 cm) from the effective length (~45 cm). In addition, the depth markings extend only to 27 cm. No root cause could be determined as the complaint could not be confirmed. The condition of the sample did not allow the determination of the original state of the product, that is, if the catheter was of a length in disagreement with the kit labeling. However, it is a possibility that customer perception is a contributing factor, given the difference between actual specified length of the catheter and its specified effective length, or the presence of depth marks only up to 27 cm.

Event description:
It was reported that the catheter in the port kit was a different length than what the kit stated. It was further reported that the device was placed in a patient. There was no reported patient injury.